Event description:
It was reported that patient underwent a total shoulder arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2008 due to dislocation. The proximal body, glenoid tray, bearing, head, and intercalary segment were removed and replaced. Patient was further revised on (B)(6) 2008 due to unknown reasons. The glenoid tray was removed and replaced with a custom component. A third revision procedure has been indicated due to infection; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported that patient underwent a total shoulder arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2008 due to dislocation. The proximal body, glenoid tray, bearing, head, and intercalary segment were removed and replaced. Patient was further revised on (B)(6) 2008 due to unknown reasons. The glenoid tray was removed and replaced with a custom component. Additional information received reported that a third revision procedure occurred approximately 6 months ago due to infection. During the procedure, the glenoid and humeral stem were removed, and the procedure was completed with competitor spacers. Patient underwent a reimplantation procedure on (B)(6) 2016. Custom products were used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "dislocation of the bipolar shoulder component has been reported." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03546 / (B)(6)).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2015-03546 / 2015-03547 / 2015-03831 / 2016-01156 / 2016-01159).

Event description:
It was reported that patient underwent a total shoulder arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2008 due to dislocation. The proximal body, glenoid tray, bearing, head, and intercalary segment were removed and replaced. Patient was further revised on (B)(6) 2008 due to unknown reasons. The glenoid tray was removed and replaced with a custom component. Additional information received reported that a third revision procedure occurred approximately 6 months ago due to infection. During the procedure, the glenoid and humeral stem were removed, and the procedure was completed with competitor spacers. Patient underwent a reimplantation procedure on (B)(6) 2016. Custom products were used to complete the procedure. Additional information received reported that a future revision procedure has been indicated due to dislocation; however, another revision has not been reported at this time.

Manufacturer narrative:
This follow up report is being filed to relay corrected information.

Event description:
Patient's left shoulder was revised approximately 29 months post-implantation due to dislocation. During the procedure, the proximal body, glenoid tray, glenoid bearing, humeral head and humeral intercalary segment were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.